Event description:
The dr stated that he placed a medpor chin implant in his pt to add projection. The dr reported that he placed the implant intra orally and fixed the implant with two screws on each side. Two weeks after surgery, the area became infected. The dr stated that he opened the site to clean and irrigate the area to try to resolve the infection. The dr stated that he removed the implant when the infection did not resolve.

Manufacturer narrative:
The device history records for this lot were checked from processing to finished good and is within spec. Sterility testing was performed as required and all tests passed. In the past 24 mos, we mfg 4620 pieces and distributed 3612 pieces of the chin implants. Of the 3612 pieces distributed, the complaint percentage rate for the past 24 mos is .0014. Enclosed is a copy of the info insert with contraindications and cautions listed. This insert accompanies each medpor implant.